Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿¿this rn went to flush patient's port and tubing was cracked. This rn de-accessed port and applied emla to site. Will re-access and draw labs.¿